Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon investigation, there were two transmissions recording different amounts of ventricular tachycardia (vt) episodes and were "since (B)(6) 2020." The physician felt this was misleading/inaccurate. Stored supraventricular tachycardia (svt) and vt episodes were also overriding stored therapy episodes. Investigation noted these issues had something to do with diagnostics being overridden due to too many episodes via merlin. Therapy would still be delivered, however it would not store episodes once counters are full. Programming changes were made to decrease unnecessary atrial fibrillation alerts and unnecessary episode storage. The patient was stable.